Event description:
Per article "rapid resorption of calcium sulfate and hardware failure following corrective radius osteotomy: 2 case reports", 2 older patients had hardware failure due to new bone formation did not occur rapidly enough to replace resorption of the grafted material.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn the complaint was reviewed and analysis showed no trend. The device history record was reviewed. The product was not returned. (B)(4) - undetermined.